Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that foreign objects were clogging the nozzle. Due to this clog, the water removability, air, and water supply volume did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. It was observed that the adhesive of the bending section cover had a chip, a crack, and a white-clouded area due to chemical or physical stress. It was also observed that the paint on the suction cylinder was peeled due to handling. It was observed that the adhesive around the objective and light guide lens had a white-clouded area due to a handling issue. It was also observed that the plastic distal end had a dent due to physical or chemical stress. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: protector of the universal cord on the control section side, plastic distal end cover and on the connecting tube. Due to the nature of this reportable event, the customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer cleaned, disinfected, and sterilized the equipment prior to requesting repair. The customer confirmed that the facility does not delay the start of precleaning on the equipment after use. During the precleaning process, the customer supplies air and water through the nozzle. The customer confirmed that the facility flushes the air and water nozzle with detergent solution. The facility wipes or brushes the air and water nozzle with a gauze, brush, or sponge. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had poor gas and water delivery. The reported issue occurred during an unknown diagnostic procedure. The procedure was completed with the same device. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were in the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.